Manufacturer narrative:
D4 - no UDI available as device was manufactured prior to UDI compliance date in china. Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Block a: patient information was not obtained due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient sustained a humerus fracture when their arm (which was not secured with patient straps) dropped off the side of the table moving out of the bore after an exam. There is no indication of device malfunction.

Manufacturer narrative:
A: additional patient information was not obtained due to country privacy laws. A 68 y/o male patient with a hemiplegic right limb was undergoing a lung scan. The technologist did not use patient positioning straps and instructed the patient to raise his arms for the scan. After the scan completed, the patient's unsecured arm slipped off the telescoping cradle and contacted the table during home positioning. The patient sustained a fractured humerus and emergency bandage fixation was implemented. Investigation concluded there was no malfunction of the system and the root cause was determined to be unintended user error, i.e. Patient limbs not adequately secured during scanning. The user manual (p/n 5848887-1en rev 3) provides instructions on appropriate patient positioning. "To prevent pinching or crushing of the patient's extremities, keep the patient's hands and feet away from the edge of the moving tabletop/cradle and its surrounding equipment. To prevent pinching or crushing of the patient, watch the patient and equipment carefully at all times during table movement.". The design's residual risk has been determined to be as far as possible and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events.